Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level also insulin pump had partial display. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap appears normal. Customer stated the led screen was suffering from damage due to a fall. Customer did not allege insulin pump was over delivering. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display anomaly due to cracked lcd zebra connector noted. Insulin pump received with minor scratched lcd window.